Manufacturer narrative:
B5: correction added. H6: device codes updated from 2099: no known device problem to 1699: incident not product related. H6: patient codes 9300: ventricular tachycardia, 9333: asystole removed and updated to 9398: no clinical signs symptoms or conditions. H6: impact codes f22: unexpected diagnostic intervention, f08: hospitalization or prolonged hospitalization removed and updated to f26: no health consequence or impact.

Event description:
It was reported supraventricular tachycardia (svt) with asystole occurred. A left atrial appendage (laa) closure procedure was performed using a watchman trusteer access system (was) and a watchman flx pro laa closure device with delivery system (wds). During the transeptal puncture (tsp) as the pigtail was advanced into the superior vena cava (svc) the patient went into an svt and then asystole. The physician said it was a pulseless electrical activity (pea). The physician had to pulse externally for a short time. The patient's intrinsic rhythm came back but the left ventricle (lv) and right ventricle (rv) ejection fraction (ef) dropped from normal to 15. There was no effusion, but the doctor decided to abort the procedure and do a catheterization to rule out myocardial infarction (mi). Physician thinks the pigtail may have gone into the tricuspid and temporarily knocked out the bundles, and then the heart was just in shock. There was no effusion, and no myocardial infarction discovered during catheterization procedure. The patient recovered and remained stable. It was further reported that the watchman trusteer access system was not related to this event as it was not steered or used during tsp, therefore this complaint is withdrawn.

Event description:
It was reported supraventricular tachycardia (svt) with asystole occurred. A left atrial appendage (laa) closure procedure was performed using a watchman trusteer access system (was) and a watchman flx pro laa closure device with delivery system (wds). During the transeptal puncture (tsp) as the pigtail was advanced into the superior vena cava (svc) the patient went into an svt and then asystole. The physician said it was a pulseless electrical activity (pea). The physician had to pulse externally for a short time. The patient's intrinsic rhythm came back but the left ventricle (lv) and right ventricle (rv) ejection fraction (ef) dropped from normal to 15. There was no effusion, but the doctor decided to abort the procedure and do a catheterization to rule out myocardial infarction (mi). Physician thinks the pigtail may have gone into the tricuspid and temporarily knocked out the bundles, and then the heart was just in shock. There was no effusion, and no myocardial infarction discovered during catheterization procedure. The patient recovered and remained stable.